Event description:
It was reported that in (B) (6) 2008, the clinic reported hi on channels 11 and 12. On (B) (6) 2008, the clinic reported hi on channels 6, 10, 11 and 12. Since june, the patient has refused to wear his right implant due to reports of pain/discomfort. Patient is bilateral and continues to wear his left implant. The clinic and parents are aware that it would be possible to reprogram with 8 available ok channels. However, reprogramming does not succeed in allowing the patient to wear his right-sided processor. The clinic expresses concern over aversion to wearing the processor coinciding with an increasing number of hi channels. The clinic will consult with surgeon to determine appropriateness of revision surgery.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.